Event description:
Bayer case number: (B)(4) uterine inflammation [uterine inflammation] the device was determined to have migrated in her uterus [partial expulsion of device] she experienced blackouts while the device was in place [blackout] she even fell a ladder because of the blackouts [fall] uterine cyst [uterine cyst] uterine fibroids [uterine fibroids] as a result, they were unable to remove the device but her fallopian tubes were removed [complication of device removal] case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine inflammation ("uterine inflammation") and device expulsion ("the device was determined to have migrated in her uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("as a result, they were unable to remove the device but her fallopian tubes were removed"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced uterine inflammation (seriousness criterion intervention required), device expulsion (seriousness criteria hospitalisation and intervention required), loss of consciousness ("she experienced blackouts while the device was in place"), fall ("she even fell a ladder because of the blackouts") and uterine cyst ("uterine cyst") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy and in 2023 bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, fall, loss of consciousness, uterine cyst, uterine inflammation and uterine leiomyoma to be related to essure administration. The reporter commented: patient advised that she had the essure administered for contraception in (B)(6) 2013. However, she experienced blackouts while the device was in place. She even fell a ladder because of the blackouts. She asked her hcp to remove the device, but her hcp refused. In 2023, her inserting hcp finally agreed to remove the essure but the device was determined to have migrated in her uterus. As a result, they were unable to remove the device but her fallopian tubes were removed. They also found out that she has uterine inflammation, fibroids and cysts. On (B)(6) 2025, she underwent complete hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints is reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) uterine inflammation [uterine inflammation], the device was determined to have migrated in her uterus [partial expulsion of device] , she experienced blackouts while the device was in place [blackout] , she even fell a ladder because of the blackouts [fall] , uterine cyst [uterine cyst] , uterine fibroids [uterine fibroids] , as a result, they were unable to remove the device but her fallopian tubes were removed [complication of device removal] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine inflammation ("uterine inflammation") and device expulsion ("the device was determined to have migrated in her uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("as a result, they were unable to remove the device but her fallopian tubes were removed"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced uterine inflammation (seriousness criterion intervention required), device expulsion (seriousness criteria hospitalisation and intervention required), loss of consciousness ("she experienced blackouts while the device was in place"), fall ("she even fell a ladder because of the blackouts") and uterine cyst ("uterine cyst") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy and in 2023 bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, fall, loss of consciousness, uterine cyst, uterine inflammation and uterine leiomyoma to be related to essure administration. The reporter commented: patient advised that she had the essure administered for contraception in (B)(6) 2013. However, she experienced blackouts while the device was in place. She even fell a ladder because of the blackouts. She asked her hcp to remove the device, but her hcp refused. In 2023, her inserting hcp finally agreed to remove the essure but the device was determined to have migrated in her uterus. As a result, they were unable to remove the device but her fallopian tubes were removed. They also found out that she has uterine inflammation, fibroids and cysts. On (B)(6) 2025, she underwent complete hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Uterine inflammation [uterine inflammation], the device was determined to have migrated in her uterus [partial expulsion of device], have pieces of the essure on the left and right side of my uterus [device breakage], she experienced blackouts while the device was in place [blackout], she even fell a ladder because of the blackouts [fall], uterine cyst [uterine cyst], uterine fibroids [uterine fibroids], as a result, they were unable to remove the device but her fallopian tubes were removed [complication of device removal], irregular periods [irregular periods], abnormal uterine bleeding [abnormal uterine bleeding], pelvic pain female [pelvic pain female], all of which significantly interfered with my health and daily activities [general physical health deterioration], all of which significantly interfered with my health and daily activities [activities of daily living impaired], back pain [back pain], burning sensation [burning sensation], heavy bleeding [genital bleeding], sever bloating [bloating], dizziness [dizziness], nausea [nausea], weakness [weakness], memory loss [memory loss], brain fog [brain fog], muscle cramps that would keep me up all night despite drinking 120oz of water a day [muscle cramps], muscle cramps that would keep me up all night despite drinking 120oz of water a day [sleeplessness], periods lasting 30 days or more [prolonged periods], joint pain [joint pain], lower abdominal pain [lower abdominal pain], oligomenorrhea [oligomenorrhea]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine inflammation ("uterine inflammation"), device expulsion ("the device was determined to have migrated in her uterus") and device breakage ("have pieces of the essure on the left and right side of my uterus") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was tramadol. Product or product use issues identified: complication of device removal ("as a result, they were unable to remove the device but her fallopian tubes were removed"). The patient had a medical history of morbid obesity, spontaneous abortion, parity 3, multi gravida, migraine, pyloric ulcer, gerd, gastric ulcer and anemia. The patient had a family history of muscular dystrophy (mother, mothers brother & sister), asthma (daughter), copd (mother sister), diabetes (mother) and heart disease, unspecified (mother). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023 she experienced back pain ("back pain") and burning sensation ("burning sensation"). Essure was removed on (B)(6) 2025. On an unknown date, the patient started tramadol at an unspecified dose and frequency. On unknown dates she experienced uterine inflammation (seriousness criterion intervention required), device expulsion (seriousness criteria hospitalisation and intervention required), device breakage (seriousness criterion intervention required), loss of consciousness ("she experienced blackouts while the device was in place"), fall ("she even fell a ladder because of the blackouts"), uterine cyst ("uterine cyst"), menstruation irregular ("irregular periods"), abnormal uterine bleeding ("abnormal uterine bleeding"), pelvic pain ("pelvic pain female"), general physical health deterioration ("all of which significantly interfered with my health and daily activities"), loss of personal independence in daily activities ("all of which significantly interfered with my health and daily activities"), genital haemorrhage ("heavy bleeding"), abdominal distension ("sever bloating"), dizziness ("dizziness"), nausea ("nausea"), asthenia ("weakness"), amnesia ("memory loss"), brain fog ("brain fog"), muscle spasms ("muscle cramps that would keep me up all night despite drinking 120oz of water a day"), insomnia ("muscle cramps that would keep me up all night despite drinking 120oz of water a day"), heavy menstrual bleeding ("periods lasting 30 days or more"), arthralgia ("joint pain"), abdominal pain lower ("lower abdominal pain") and oligomenorrhoea ("oligomenorrhea") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with omeprazole, prometrium (progesterone), acetaminophen (paracetamol), benzonatate, dexamethasone (dexamethasone sodium succinate), multivitamin (vitamins nos) and ondansetron (ondansetron hydrochloride) as well as surgery (hysterectomy and in (B)(6) 2023 bilateral salpingectomy). At the time of the report, the outcomes for uterine inflammation, device expulsion, loss of consciousness, fall, uterine cyst, uterine leiomyoma, menstruation irregular, abnormal uterine bleeding, general physical health deterioration, loss of personal independence in daily activities, back pain, burning sensation, genital haemorrhage, abdominal distension, dizziness, nausea, asthenia, amnesia, brain fog, muscle spasms, insomnia, heavy menstrual bleeding, arthralgia, abdominal pain lower and oligomenorrhoea were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, amnesia, arthralgia, asthenia, back pain, brain fog, burning sensation, device breakage, device expulsion, dizziness, fall, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, insomnia, loss of consciousness, loss of personal independence in daily activities, menstruation irregular, muscle spasms, nausea, oligomenorrhoea, pelvic pain, uterine cyst, uterine inflammation and uterine leiomyoma to be related to essure administration. The reporter commented: patient advised that she had the essure administered for contraception in april 2013. However, she experienced blackouts while the device was in place. She even fell a ladder because of the blackouts. She asked her hcp to remove the device, but her hcp refused. In 2023, her inserting hcp finally agreed to remove the essure but the device was determined to have migrated in her uterus. As a result, they were unable to remove the device but her fallopian tubes were removed. They also found out that she has uterine inflammation, fibroids and cysts. On (B)(6) 2025, she underwent complete hysterectomy. After the implantation of the essure device, I began to experience chronic inflammation, gastrointestinal problems, and episodes of blackouts. All of which significantly interfered with my health and daily activities. Despite multiple medical evaluations, my symptoms persisted and worsened over time after pleading with my gynecologist in (B)(6) 2023. He finally agreed to remove the coils and let me know that he would have to remove my fallopian tubes as well. I felt like finally I could go back to some type of normalcy and take control of my life. I was scheduled and had my surgery on (B)(6) 2023, this was a little over 10 years after implantation. 4 days after my surgery on (B)(6) 2023 I woke up early experiencing severe back pain and a burning sensation. My husband took me to the hospital. I explained what type of surgery I had on (B)(6) 2023. The staff did a pregnancy test and a CT scan. I was discharged before the CT findings were told to me. I continued to have pain and then began to experience heavy bleeding, severe bloating. Back pain, dizziness, nausea. Weakness, memory loss, brain fog and muscle cramps that would keep me up all night despite drinking 120oz of water a day. Ordered blood tests because I thought I was going through perimenopause due to the irregular periods and periods lasting 30 days or more. He told me my numbers came back fine, I was nowhere near menopause, and he would recommend an iud (mirena). I most definitely did not want another birth control in my body especially since I didn¿t have my fallopian tubes anymore. I had been living in pain for 2 years since the surgery and I decided to find another dr to get a second opinion. On (B)(6) 2023. She wanted me to start progesterone. I declined that medication and told her I wanted her to do an ultrasound to determine there wasn¿t another cause of the excessive bleeding and pain I was experiencing. I was scheduled to have a hysterectomy because that was the only way to ensure it was removed completely. On (B)(6) 2025. I had my uterus and cervix removed. It was confirmed by pathology that the essure was present in my uterus 2 full coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.823 kg/sqm. [Computerised tomogram] (dates unknown): suspect prior surgical placement of essure devices within the uterine fundus.uteirne fibroids. And visualized lung bases: lung bases are unremarkable. Negative for pleural or pericardia I effusion. Liver: the liver is unremarkable. Biliary tree/ gallbladder: unremarkable gallbladder and biliary system. Negative for ductal stone. Spleen: normal splenic attenuation and enhancement. Negative for splenic mass. Pancreas: normal enhancement and contour of the pancreas. Negative for ductal enlargement. Adrenal glands: stable appearance to the left adrenal gland where there is some nodularity. Indeterminate attenuation but this is unchanged in appearance from 13 august 2017 and long-term stability suggests a benign process. Kidneys/ ureters: negative for renal mass. Normal enhancement. The kidneys are symmetric. The ureters are unremarkable. The bladder is unremarkable grossly. Retroperitoneum/ mesenteric lymph nodes: no pathologically enlarged lymph nodes. Fat-containing hernia of the umbilicus. Gi tract: no bowel dilatation to suggest obstruction. The appendix is normal. The colon is unremarkable. Vasculature: no aortic aneurysm. Ascites: negative for ascites and free intraperitoneal air. Uterus and adnexa: there are hyperdensities within the isthmus area. I suspect the patient has had an essure device placed. Fibroid changes of the uterus are suggested in the fundal area as well. There is a low-density ovarian lesion with an enhancing border. This could reflect a small corpus luteum cyst and coronal images suggest a possible wall nodule. Because of this I would recommend a pelvic sonogram. Bones and soft tissues: negative for osteolytic or osteoblastic process . Uterus and adnexa: there are hyperdensities within the isthmus area. I suspect the patient has had an essure device placed. Fibroid changes of the uterus are suggested in the fundal area as well. There is a low-density ovarian lesion with an enhancing border. This could reflect a small corpus luteum cyst and coronal images suggest a possible wall nodule. Because of this I would recommend a pelvic sonogram [pathology test] on (B)(6) 2025: it was confirmed by pathology that the essure was present in my uterus 2 full coils [pregnancy test] (date unknown): not available [ultrasound scan] on (B)(6) 2025: confirmed that there was actually, an essure coil on the left and right side of my uterus and that my uterus was severely inflamed causing bloating, heavy periods and a lot of pain and discomfort; (date unknown): uterine measurements. Longitudinal: 11.5 cm transverse: 7.1 cm. Coronal: 6.2 cm endometrial line: 15.2 mm. Uterine comment: multiple intramural fibroids, largest is 2.0 cm/ cystic changes in endometrium and myometrium, right and left essure seen free fluid: in cul-de-sac. Amt: trace, right ovary, len: 3.5 cm width: 1.7 cm height: 2.0 cm, right ovary comment: limited follicles with normal blood flow, left ovary, len: 5.1 cm width: 3.7 cm height: 2.5 cm, left ovary comment: small cyst- 3.2 cm/ limited follicles with normal, blood flow. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2025: report received on 12-nov-2025 but date cannot be earlier than most recent follow up thus entered as 17-nov-2025.new events device breakage, oligomenorrhea, abdominal pain lower, joint pain, heavy menses, insomnia, muscle spasm, brain fog, amnesia, asthenia, nausea, dizziness, abdominal distension, genital bleeding, burning sensation, back pain, uterine bleeding, pelvic pain, daily activities impaired & health deterioration were added. Additional reporter added. Reporter causality comment added. Lab data updated. Medical history, family history & treatment drugs were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Uterine inflammation [uterine inflammation]. The device was determined to have migrated in her uterus [partial expulsion of device]. Have pieces of the essure on the left and right side of my uterus [device breakage]. She experienced blackouts while the device was in place [blackout]. She even fell a ladder because of the blackouts [fall]. Uterine cyst [uterine cyst]. Uterine fibroids [uterine fibroids]. As a result, they were unable to remove the device but her fallopian tubes were removed [device removal failed]. Irregular periods [irregular periods]. Abnormal uterine bleeding [abnormal uterine bleeding]. Pelvic pain female [pelvic pain female]. All of which significantly interfered with my health and daily activities [general physical health deterioration]. All of which significantly interfered with my health and daily activities [activities of daily living impaired]. Back pain [back pain]. Burning sensation [burning sensation]. Heavy bleeding [genital bleeding]. Sever bloating [bloating]. Dizziness [dizziness]. Nausea [nausea]. Weakness [weakness]. Memory loss [memory loss]. Brain fog [brain fog]. Muscle cramps that would keep me up all night despite drinking 120oz of water a day [muscle cramps]. Muscle cramps that would keep me up all night despite drinking 120oz of water a day [sleep disorder due to general medical condition, insomnia type]. Periods lasting 30 days or more [prolonged periods]. Joint pain [joint pain]. Lower abdominal pain [lower abdominal pain]. Oligomenorrhea [oligomenorrhea]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine inflammation ("uterine inflammation"), device expulsion ("the device was determined to have migrated in her uterus") and device breakage ("have pieces of the essure on the left and right side of my uterus") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("as a result, they were unable to remove the device but her fallopian tubes were removed"). The patient had a medical history of pap smear abnormal, miscarriage, d & c, gastric ulcer helicobacter, drug allergy (ibuprofen), obesity, obesity class ii, morbid obesity, spontaneous abortion, parity 3, multi gravida, migraine, pyloric ulcer, gerd, gastric ulcer and anemia. The patient had a family history of muscular dystrophy (mother, mothers brother & sister), asthma (daughter), copd (mother sister), diabetes (mother), heart disease, unspecified (mother), hypertension, heart disease, unspecified, asthma, copd, diabetes, heart failure and thyroid disorder. Concurrent conditions were listed as light-headed, dizziness, cyst, weight loss, irregular ovulation, abnormal uterine bleeding, headache, right upper quadrant pain, epigastric pain, cervical radiculopathy and abdominal cramps. Concomitant products included provera (medroxyprogesterone acetate) and tramadol (tramadol hydrochloride). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, she experienced back pain ("back pain") and burning sensation ("burning sensation"). Essure was removed on (B)(6) 2025. On unknown date she experienced uterine inflammation (seriousness criterion intervention required), device expulsion (seriousness criteria hospitalisation and intervention required), device breakage (seriousness criterion intervention required), loss of consciousness ("she experienced blackouts while the device was in place"), fall ("she even fell a ladder because of the blackouts"), uterine cyst ("uterine cyst"), menstruation irregular ("irregular periods"), abnormal uterine bleeding ("abnormal uterine bleeding"), pelvic pain ("pelvic pain female"), general physical health deterioration ("all of which significantly interfered with my health and daily activities"), loss of personal independence in daily activities ("all of which significantly interfered with my health and daily activities"), genital haemorrhage ("heavy bleeding"), abdominal distension ("sever bloating"), dizziness ("dizziness"), nausea ("nausea"), asthenia ("weakness"), amnesia ("memory loss"), brain fog ("brain fog"), muscle spasms ("muscle cramps that would keep me up all night despite drinking 120oz of water a day"), sleep disorder due to general medical condition, insomnia type ("muscle cramps that would keep me up all night despite drinking 120oz of water a day"), heavy menstrual bleeding ("periods lasting 30 days or more"), arthralgia ("joint pain"), abdominal pain lower ("lower abdominal pain") and oligomenorrhoea ("oligomenorrhea") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with omeprazole, prometrium (progesterone), acetaminophen (paracetamol), benzonatate, dexamethasone (dexamethasone sodium succinate), multivitamin (vitamins nos) and ondansetron (ondansetron hydrochloride) as well as surgery (hysterectomy and on (B)(6) 2023 bilateral salpingectomy). At the time of the report, the outcomes for uterine inflammation, device expulsion, loss of consciousness, fall, uterine cyst, uterine leiomyoma, menstruation irregular, abnormal uterine bleeding, general physical health deterioration, loss of personal independence in daily activities, back pain, burning sensation, genital haemorrhage, abdominal distension, dizziness, nausea, asthenia, amnesia, brain fog, muscle spasms, sleep disorder due to general medical condition, insomnia type, heavy menstrual bleeding, arthralgia, abdominal pain lower and oligomenorrhoea were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, amnesia, arthralgia, asthenia, back pain, brain fog, burning sensation, device breakage, device expulsion, dizziness, fall, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, loss of consciousness, loss of personal independence in daily activities, menstruation irregular, muscle spasms, nausea, oligomenorrhoea, pelvic pain, sleep disorder due to general medical condition, insomnia type, uterine cyst, uterine inflammation and uterine leiomyoma to be related to essure administration. The reporter commented: patient advised that she had the essure administered for contraception on (B)(6) 2013. However, she experienced blackouts while the device was in place. She even fell a ladder because of the blackouts. She asked her hcp to remove the device, but her hcp refused. In 2023, her inserting hcp finally agreed to remove the essure but the device was determined to have migrated in her uterus. As a result, they were unable to remove the device but her fallopian tubes were removed. They also found out that she has uterine inflammation, fibroids and cysts. On (B)(6) 2025, she underwent complete hysterectomy. After the implantation of the essure device, I began to experience chronic inflammation, gastrointestinal problems, and episodes of blackouts. All of which significantly interfered with my health and daily activities. Despite multiple medical evaluations, my symptoms persisted and worsened over time after pleading with my gynecologist on (B)(6) 2023. He finally agreed to remove the coils and let me know that he would have to remove my fallopian tubes as well. I felt like finally I could go back to some type of normalcy and take control of my life. I was scheduled and had my surgery on (B)(6) 2023, this was a little over 10 years after implantation. 4 days after my surgery on (B)(6) 2023, I woke up early experiencing severe back pain and a burning sensation. My husband took me to the hospital. I explained what type of surgery I had on (B)(6), 2023. The staff did a pregnancy test and a CT scan. I was discharged before the CT findings were told to me. I continued to have pain and then began to experience heavy bleeding, severe bloating. Back pain, dizziness, nausea. Weakness, memory loss, brain fog and muscle cramps that would keep me up all night despite drinking 120oz of water a day. Ordered blood tests because I thought I was going through perimenopause due to the irregular periods and periods lasting 30 days or more. He told me my numbers came back fine, I was nowhere near menopause, and he would recommend an iud (mirena). I most definitely did not want another birth control in my body especially since I didn't have my fallopian tubes anymore. I had been living in pain for 2 years since the surgery and I decided to find another dr to get a second opinion. On (B)(6) 2023. She wanted me to start progesterone. I declined that medication and told her I wanted her to do an ultrasound to determine there wasn't another cause of the excessive bleeding and pain I was experiencing. I was scheduled to have a hysterectomy because that was the only way to ensure it was removed completely. On (B)(6) 2025. I had my uterus and cervix removed. It was confirmed by pathology that the essure was present in my uterus 2 full coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.823 kg/sqm. [Computerised tomogram] (dates unknown): suspect prior surgical placement of essure devices within the uterine fundus. Uteirne fibroids. And visualized lung bases: lung bases are unremarkable. Negative for pleural or pericardia I effusion. Liver: the liver is unremarkable. Biliary tree/ gallbladder: unremarkable gallbladder and biliary system. Negative for ductal stone. Spleen: normal splenic attenuation and enhancement. Negative for splenic mass. Pancreas: normal enhancement and contour of the pancreas. Negative for ductal enlargement. Adrenal glands: stable appearance to the left adrenal gland where there is some nodularity. Indeterminate attenuation but this is unchanged in appearance from on (B)(6) 2017 and long-term stability suggests a benign process. Kidneys/ ureters: negative for renal mass. Normal enhancement. The kidneys are symmetric. The ureters are unremarkable. The bladder is unremarkable grossly. Retroperitoneum/ mesenteric lymph nodes: no pathologically enlarged lymph nodes. Fat-containing hernia of the umbilicus. Gi tract: no bowel dilatation to suggest obstruction. The appendix is normal. The colon is unremarkable. Vasculature: no aortic aneurysm. Ascites: negative for ascites and free intraperitoneal air. Uterus and adnexa: there are hyperdensities within the isthmus area. I suspect the patient has had an essure device placed. Fibroid changes of the uterus are suggested in the fundal area as well. There is a low-density ovarian lesion with an enhancing border. This could reflect a small corpus luteum cyst and coronal images suggest a possible wall nodule. Because of this I would recommend a pelvic sonogram. Bones and soft tissues: negative for osteolytic or osteoblastic process . Uterus and adnexa: there are hyperdensities within the isthmus area. I suspect the patient has had an essure device placed. Fibroid changes of the uterus are suggested in the fundal area as well. There is a low-density ovarian lesion with an enhancing border. This could reflect a small corpus luteum cyst and coronal images suggest a possible wall nodule. Because of this I would recommend a pelvic sonogram [pathology test] on (B)(6) 2025: comment: consists of small fragments of benign endocervical tissue, polypoid fragments (possibly represent benign endocervical polyp) and scant superficial fragments of lower uterine segment tissue. No definite intact endometrial tissue (containing both endometrial glands and stroma) present. Patients¿ biopsy showed no worrisome changes, although was very scant as the fibroids made the biopsy difficult. Visit diagnosis: menorrhagia with regular cycle.; on (B)(6) 2025: it was confirmed by pathology that the essure was present in my uterus 2 full coils and uterus and cervix, hysterectomy: proliferative endometrium. Leiomyomata. Cervix with no histopathologic change. No malignancy identified. The specimen is received in formalin and labeled with the patient's name, date of birth, and " uterus cervix." It consists of a uterus and cervix devoid of adnexa. The specimen is 239 g and 12.4 cm from fundus to cervix, 7.3 cm from cornu to cornu, and 5.5 cm from anterior to posterior. The serosal surface is tan-pink, hemorrhagic, smooth and glistening. The cervix is 4.2 x 4.1 cm and displays tan- pink, hemorrhagic, smooth glistening ectocervical mucosa and a 1.6 x 0.9 cm gaping cervical os. The specimen is opened to reveal tan-red to brown, hemorrhagic and corrugated endocervical canal. The endometrial cavity is 7.3 x 4.1 cm and is lined by tan-pink, hemorrhagic, lush mucosa up to 0.4 cm in thickness. Both halves of the specimen are serially sectioned to reveal multiple tan-white, whorled intramural nodules on both halves of the specimen. Sectioning through the nodules reveals tan-white, whorled, focally hemorrhagic cut surfaces. No grossly identifiable areas of calcification or necrosis are identified. The remaining uninvolved myometrium is tan-pink, hemorrhagic, trabecular, and up to 3.6 cm in thickness. No additional discrete masses, lesions, or abnormalities are identified. Representative sections are submitted as follows: a1: anterior endoectocervix. A2: posterior endoectocervix. A3-a4: anterior full-thickness endomyometrium to include intramural nodule, bisected. A5-a6: posterior full-thickness endomyometrium to include intramural nodule, bisected. [Pregnancy test] (date unknown): not available. [Ultrasound scan] on (B)(6) 2025: confirmed that there was actually, an essure coil on the left and right side of my uterus and that my uterus was severely inflamed causing bloating, heavy periods and a lot of pain and discomfort; (date unknown): uterine measurements. Longitudinal: 11.5 cm transverse: 7.1 cm. Coronal: 6.2 cm endometrial line: 15.2 mm. Uterine comment: multiple intramural fibroids, largest is 2.0 cm/ cystic changes in endometrium and myometrium, right and left essure seen free fluid: in cul-de-sac. Amt: trace, right ovary, len: 3.5 cm width: 1.7 cm height: 2.0 cm, right ovary comment: limited follicles with normal blood flow, left ovary, len: 5.1 cm width: 3.7 cm height: 2.5 cm, left ovary comment: small cyst- 3.2 cm/ limited follicles with normal, blood flow. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2026: medical record received. Lab data including surgical pathology report has been added. Additional reporter, treatment drugs medical & family history updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Uterine inflammation [uterine inflammation]. The device was determined to have migrated in her uterus [partial expulsion of device]. Have pieces of the essure on the left and right side of my uterus [device breakage]. She experienced blackouts while the device was in place [blackout]. She even fell a ladder because of the blackouts [fall]. Uterine cyst [uterine cyst]. Uterine fibroids [uterine fibroids]. As a result, they were unable to remove the device but her fallopian tubes were removed [complication of device removal]. Irregular periods [irregular periods]. Abnormal uterine bleeding [abnormal uterine bleeding]. Pelvic pain female [pelvic pain female]. All of which significantly interfered with my health and daily activities [general physical health deterioration]. All of which significantly interfered with my health and daily activities [activities of daily living impaired]. Back pain [back pain]. Burning sensation [burning sensation]. Heavy bleeding [genital bleeding]. Sever bloating [bloating]. Dizziness [dizziness]. Nausea [nausea]. Weakness [weakness]. Memory loss [memory loss]. Brain fog [brain fog]. Muscle cramps that would keep me up all night despite drinking 120oz of water a day [muscle cramps]. Muscle cramps that would keep me up all night despite drinking 120oz of water a day [sleeplessness]. Periods lasting 30 days or more [prolonged periods]. Joint pain [joint pain]. Lower abdominal pain [lower abdominal pain]. Oligomenorrhea [oligomenorrhea]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine inflammation ("uterine inflammation"), device expulsion ("the device was determined to have migrated in her uterus") and device breakage ("have pieces of the essure on the left and right side of my uterus") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was tramadol. Product or product use issues identified: complication of device removal ("as a result, they were unable to remove the device but her fallopian tubes were removed"). The patient had a medical history of morbid obesity, spontaneous abortion, parity 3, multi gravida, migraine, pyloric ulcer, gerd, gastric ulcer and anemia. The patient had a family history of muscular dystrophy (mother, mothers brother & sister), asthma (daughter), copd (mother sister), diabetes (mother) and heart disease, unspecified (mother). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023 she experienced back pain ("back pain") and burning sensation ("burning sensation"). Essure was removed on (B)(6) 2025. On an unknown date, the patient started tramadol at an unspecified dose and frequency. On unknown dates she experienced uterine inflammation (seriousness criterion intervention required), device expulsion (seriousness criteria hospitalisation and intervention required), device breakage (seriousness criterion intervention required), loss of consciousness ("she experienced blackouts while the device was in place"), fall ("she even fell a ladder because of the blackouts"), uterine cyst ("uterine cyst"), menstruation irregular ("irregular periods"), abnormal uterine bleeding ("abnormal uterine bleeding"), pelvic pain ("pelvic pain female"), general physical health deterioration ("all of which significantly interfered with my health and daily activities"), loss of personal independence in daily activities ("all of which significantly interfered with my health and daily activities"), genital haemorrhage ("heavy bleeding"), abdominal distension ("sever bloating"), dizziness ("dizziness"), nausea ("nausea"), asthenia ("weakness"), amnesia ("memory loss"), brain fog ("brain fog"), muscle spasms ("muscle cramps that would keep me up all night despite drinking 120oz of water a day"), insomnia ("muscle cramps that would keep me up all night despite drinking 120oz of water a day"), heavy menstrual bleeding ("periods lasting 30 days or more"), arthralgia ("joint pain"), abdominal pain lower ("lower abdominal pain") and oligomenorrhoea ("oligomenorrhea") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with omeprazole, prometrium (progesterone), acetaminophen (paracetamol), benzonatate, dexamethasone (dexamethasone sodium succinate), multivitamin (vitamins nos) and ondansetron (ondansetron hydrochloride) as well as surgery (hysterectomy and in (B)(6) 2023 bilateral salpingectomy). At the time of the report, the outcomes for uterine inflammation, device expulsion, loss of consciousness, fall, uterine cyst, uterine leiomyoma, menstruation irregular, abnormal uterine bleeding, general physical health deterioration, loss of personal independence in daily activities, back pain, burning sensation, genital haemorrhage, abdominal distension, dizziness, nausea, asthenia, amnesia, brain fog, muscle spasms, insomnia, heavy menstrual bleeding, arthralgia, abdominal pain lower and oligomenorrhoea were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, amnesia, arthralgia, asthenia, back pain, brain fog, burning sensation, device breakage, device expulsion, dizziness, fall, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, insomnia, loss of consciousness, loss of personal independence in daily activities, menstruation irregular, muscle spasms, nausea, oligomenorrhoea, pelvic pain, uterine cyst, uterine inflammation and uterine leiomyoma to be related to essure administration. The reporter commented: patient advised that she had the essure administered for contraception in (B)(6) 2013. However, she experienced blackouts while the device was in place. She even fell a ladder because of the blackouts. She asked her hcp to remove the device, but her hcp refused. In 2023, her inserting hcp finally agreed to remove the essure but the device was determined to have migrated in her uterus. As a result, they were unable to remove the device but her fallopian tubes were removed. They also found out that she has uterine inflammation, fibroids and cysts. On (B)(6) 2025, she underwent complete hysterectomy. After the implantation of the essure device, I began to experience chronic inflammation, gastrointestinal problems, and episodes of blackouts. All of which significantly interfered with my health and daily activities. Despite multiple medical evaluations, my symptoms persisted and worsened over time after pleading with my gynecologist in (B)(6) 2023. He finally agreed to remove the coils and let me know that he would have to remove my fallopian tubes as well. I felt like finally I could go back to some type of normalcy and take control of my life. I was scheduled and had my surgery on (B)(6) 2023, this was a little over 10 years after implantation. 4 days after my surgery on (B)(6) 2023 I woke up early experiencing severe back pain and a burning sensation. My husband took me to the hospital. I explained what type of surgery I had on (B)(6) 2023. The staff did a pregnancy test and a CT scan. I was discharged before the CT findings were told to me. I continued to have pain and then began to experience heavy bleeding, severe bloating. Back pain, dizziness, nausea. Weakness, memory loss, brain fog and muscle cramps that would keep me up all night despite drinking 120oz of water a day. Ordered blood tests because I thought I was going through perimenopause due to the irregular periods and periods lasting 30 days or more. He told me my numbers came back fine, I was nowhere near menopause, and he would recommend an iud (mirena). I most definitely did not want another birth control in my body especially since I didn¿t have my fallopian tubes anymore. I had been living in pain for 2 years since the surgery and I decided to find another dr to get a second opinion. On (B)(6) 2023. She wanted me to start progesterone. I declined that medication and told her I wanted her to do an ultrasound to determine there wasn¿t another cause of the excessive bleeding and pain I was experiencing. I was scheduled to have a hysterectomy because that was the only way to ensure it was removed completely. On (B)(6) 2025. I had my uterus and cervix removed. It was confirmed by pathology that the essure was present in my uterus 2 full coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.823 kg/sqm. [Computerised tomogram] (dates unknown): suspect prior surgical placement of essure devices within the uterine fundus.uteirne fibroids. And visualized lung bases: lung bases are unremarkable. Negative for pleural or pericardia I effusion. Liver: the liver is unremarkable. Biliary tree/ gallbladder: unremarkable gallbladder and biliary system. Negative for ductal stone. Spleen: normal splenic attenuation and enhancement. Negative for splenic mass. Pancreas: normal enhancement and contour of the pancreas. Negative for ductal enlargement. Adrenal glands: stable appearance to the left adrenal gland where there is some nodularity. Indeterminate attenuation but this is unchanged in appearance from (B)(6) 2017 and long-term stability suggests a benign process. Kidneys/ ureters: negative for renal mass. Normal enhancement. The kidneys are symmetric. The ureters are unremarkable. The bladder is unremarkable grossly. Retroperitoneum/ mesenteric lymph nodes: no pathologically enlarged lymph nodes. Fat-containing hernia of the umbilicus. Gi tract: no bowel dilatation to suggest obstruction. The appendix is normal. The colon is unremarkable. Vasculature: no aortic aneurysm. Ascites: negative for ascites and free intraperitoneal air. Uterus and adnexa: there are hyperdensities within the isthmus area. I suspect the patient has had an essure device placed. Fibroid changes of the uterus are suggested in the fundal area as well. There is a low-density ovarian lesion with an enhancing border. This could reflect a small corpus luteum cyst and coronal images suggest a possible wall nodule. Because of this I would recommend a pelvic sonogram. Bones and soft tissues: negative for osteolytic or osteoblastic process . Uterus and adnexa: there are hyperdensities within the isthmus area. I suspect the patient has had an essure device placed. Fibroid changes of the uterus are suggested in the fundal area as well. There is a low-density ovarian lesion with an enhancing border. This could reflect a small corpus luteum cyst and coronal images suggest a possible wall nodule. Because of this I would recommend a pelvic sonogram [pathology test] on (B)(6) 2025: it was confirmed by pathology that the essure was present in my uterus 2 full coils and uterus and cervix, hysterectomy: proliferative endometrium. Leiomyomata. Cervix with no histopathologic change. No malignancy identified. The specimen is received in formalin and labeled with the patient's name, date of birth, and " uterus cervix." It consists of a uterus and cervix devoid of adnexa. The specimen is 239 g and 12.4 cm from fundus to cervix, 7.3 cm from cornu to cornu, and 5.5 cm from anterior to posterior. The serosal surface is tan-pink, hemorrhagic, smooth and glistening. The cervix is 4.2 x 4.1 cm and displays tan- pink, hemorrhagic, smooth glistening ectocervical mucosa and a 1.6 x 0.9 cm gaping cervical os. The specimen is opened to reveal tan-red to brown, hemorrhagic and corrugated endocervical canal. The endometrial cavity is 7.3 x 4.1 cm and is lined by tan-pink, hemorrhagic, lush mucosa up to 0.4 cm in thickness. Both halves of the specimen are serially sectioned to reveal multiple tan-white, whorled intramural nodules on both halves of the specimen. Sectioning through the nodules reveals tan-white, whorled, focally hemorrhagic cut surfaces. No grossly identifiable areas of calcification or necrosis are identified. The remaining uninvolved myometrium is tan-pink, hemorrhagic, trabecular, and up to 3.6 cm in thickness. No additional discrete masses, lesions, or abnormalities are identified. Representative sections are submitted as follows: a1: anterior endoectocervix. A2: posterior endoectocervix. A3-a4: anterior full-thickness endomyometrium to include intramural nodule, bisected. A5-a6: posterior full-thickness endomyometrium to include intramural nodule, bisected. [Pregnancy test] (date unknown): not available. [Ultrasound scan] on (B)(6) 2025: confirmed that there was actually an essure coil on the left and right side of my uterus and that my uterus was severely inflamed causing bloating, heavy periods and a lot of pain and discomfort; (date unknown): uterine measurements longitudinal: 11.5 cm transverse: 7.1 cm; coronal: 6.2 cm endometrial line: 15.2 mm; uterine comment: multiple intramural fibroids, largest is 2.0 cm/ cystic changes in endometrium and myometrium, right and left essure seen free fluid: in cul-de-sac. Amt: trace. Right ovary len: 3.5 cm width: 1.7 cm height: 2.0 cm right ovary comment: limited follicles with normal blood flow. Left ovary len: 5.1 cm width: 3.7 cm height: 2.5 cm. Left ovary comment: small cyst- 3.2 cm/ limited follicles with normal blood flow. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-nov-2025: surgical pathology report added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.